Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and was crushed by the clavicular bone. The lead was explanted and replaced. The patient was stable after the procedure.